Manufacturer narrative:
The investigation for the high purge pressure has been completed. The impella cp pump was returned for evaluation. Visual inspection was performed, and biomaterial ingestion was observed at the purge gap around the impeller. No catheter kink or other abnormalities were found. High purge pressure alarm was reproduced within five minutes of purging with purge pressure >1050 mmhg and purge flow <2 ml/hr. No other abnormalities were found. The root cause of the high purge pressure issue was due to biomaterial ingestion in purge gap based on field investigation and clinical review.

Event description:
The complainant reported that during impella support of a 70-year old female patient a high purge pressure alarm triggered when decreasing from p3 to p2, pf <1. There were no kinks in purge tubing. The physician acknowledged the patient¿s anticoagulation was sub therapeutic. Heparin assay <0.1, on day 2 of pump support for approximately 24 hours. Team did not want to utilize tpa as the plan was to explant. The team attempted cassette change which did not resolve the alarm. Therefore, the alarm audio was disabled and pump was explanted successfully to plan bedside with manual pressure to achieve hemostasis.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿